Manufacturer narrative:
Both samples were investigated further with the platelia rubella igg method, the mikrogen recomblot rubella igg method and a neutralization assay. The platelia rubella igg method and mikrogen recomblot rubella igg method results for both samples were negative. The platelia rubella igg method results were 4.4 iu/ml and 5.8 iu/ml. Sample #1 was not neutralizable and an indeterminate result was produced for sample #2. Based on the results during the investigation, the status of infection remains unclear. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Both samples were submitted for investigation and tested on an e801 module using reagent lot 403563: (B)(6) 2019 sample: 4.5 iu/ml (negative). (B)(6) 2019 sample: 19.9 iu/ml (positive). The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys rubella igg (rubella igg) on a cobas e801 module. On (B)(6) 2019 the patient was negative for rubella igg on the e801 module. This sample was repeated sometime after (B)(6) 2019 and the result from the e801 module was 4.13 iu/ml (negative). On (B)(6) 2019 a new sample was obtained and the result from the e801 module was 21.4 iu/ml (positive). This sample was repeated on the e801 module sometime after (B)(6) 2019 and the result was 22.9 iu/ml (positive). The patient is not vaccinated for rubella and has not had blood transfusions so seroconversion would be unlikely. The sample from (B)(6) 2019 was tested by the vidas method and the result was negative. The specific result was not provided. The sample from (B)(6) 2019 was tested by the bioplex method and the result 0.6 ai (negative). The negative results were believed to be correct. It is not known if any questionable results were reported outside of the laboratory. The e801 module serial number was (B)(4).